Event description:
It was reported that the patient developed rashes under the adhesive area of the pod during wear. The patient consulted their physician and was prescribed a cream (specific name not provided). Additional information was solicited, but unavailable.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.